Manufacturer narrative:
On (B)(6) 2019, mentor received additional information that the patient is scheduled for replacement surgery on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported that the patient experienced device extrusion. During evaluation of the sample it was observed to be intact. No anomalies were observed. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: device extrusion. Concomitant medical products: 385cc mentor memorygel breast implant, catalog # 3507385mc, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 300cc mentor memorygel breast implant and experienced postoperative left-sided device extrusion. The device extrusion was confirmed by a doctor. As a result, the patient underwent explantation on (B)(6) 2019. In addition, the patient is waiting for three months prior to replacing the device.